Manufacturer narrative:
No product will be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's dka/hhs. No specific failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's hospitalization event. No conclusion can be drawn. There are numerous statements in the report that indicate the customer was not sufficiently proficient in the proper usage of the omnipod system (i.e., the customer had admitted to "limited use of carb ratio and self-monitoring blood glucose"; insulin had been administered only with food intake; two days prior to the event, she had gone "most of the day without insulin dosing"; her clinical svs mgr reported that "her pod usage skills were limited with removing the needle cap, adhesive tape, adhesive wipe use, hypafix tape and actual site placement"). It is therefore likely that the customer's condition was the result of poor management of her diabetes, as opposed to any failure of the omnipod system (though this cannot be confirmed). Since the event, the customer has requested to go back on the omnipod system. A f/u meeting with the customer will be conducted to determine whether her proficiency with the system is sufficient for continued use. She is currently on multiple daily injections. No pod lot number was provided - a review of lot qualification records was therefore unable to be performed.

Event description:
The customer's csm (clinical services manager) had contacted insulet to report an incident that occurred on (B)(6) 2011 - five days after the customer had started on the omnipod system. The customer began omnipod training on (B)(6); the following day "the pod came off" and the customer "decided to initiate only humalog dosing with food intake." She "admitted to limited use of carb ratio and self-monitoring blood glucose and complained of fatigue through (B)(6)." Her last memory leading up to the event was "shopping most of the day without insulin dosing." On (B)(6), the customer was found "unconscious on the floor" and was admitted to the hospital with dka (diabetic ketoacidosis) and hhs (hyperosmolar hyperglycemic state). She was treated with a medically-induced coma "until bg stabilization." On (B)(6) she woke and was discharged. She was taken off the omnipod system and was going to use multiple daily injections. After the event, the clinical svs mgr "reviewed concepts of carb ratio, correction factor and basal programs"; "physical skills in pod placement, site care and pod maintenance" were also discussed. A f/u meeting will be held with the customer to determine the appropriateness of continuing her on the omnipod system. Note: upon reviewing this case, insulet regulatory affairs has contacted customer support to ensure the proper level of f/u has been performed with this customer, due to the customer's apparent unfamiliarity with using the system as indicated in the report.